Manufacturer narrative:
Patient city: (B)(6) patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he was hospitalized for 2 hours due to hyperglycemia. High blood glucose level was 550 mg/dl and current level was 205 mg/dl and treated by insulin pump, manual injection, IV fluids. No further information was available.